Event description:
After a case was completed, the o.r. Staff noticed when they were cleaning up that the saw blade was missing 3 teeth. X-rays did not reveal any problem. Six weeks later, another x-ray revealed 3 particles under the baseplate.